Event description:
It was reported that during the implant of a transcatheter valve, upon crossing the aortic arch, the straight guidewire went to deep and a ventricular perforation was observed. Following the implant of the valve, the valve was functioning correctly, but a pericardial effusion was observed on echocardiography. Subsequently, the patient underwent pericardiocentesis; however, cardiac arrest occurred and the patient died. Per the physician, the guidewire caused the ventricular perforation.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, upon crossing the aortic arch, the straight guidewire went to deep and a ventricular perforation was observed. Following the implant of the valve, the valve was functioning correctly, but a pericardial effusion was observed on echocardiography. Subsequently, the patient underwent pericardiocentesis; however, cardiac arrest occurred and the patient died. Per the physician, the guidewire caused the ventricular perforation. Additional information was received indicating that the right femoral access was used. A pre-implant balloon dilation was performed using a 25 mm x 40 mm balloon, which was effective. No significant paravalvular leak was observed. Of note, the patient had anatomy at a 74 degree angle. Subsequently, the procedure was completed. After valve placement, an aortic dissection was discovered. The aortic dissection caused the patient's death. Additional information was received indicating that a non-medtronic guidewire was used. Per the physician, the delivery catheter system (dcs) did not contribute to the death or the perforation. The cause of death was the angulation of the patient's anatomy and a perforation which occurred at the time the aortic plane was crossed. Additionally, neither the valve nor the guidewire contributed to the cause of death.

Manufacturer narrative:
Updated data: a1. A4. B5. Added third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025 updated data: b2. B5. Added second paragraph. H6. H11. System reported valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, upon crossing the aortic arch, the straight guidewire went to deep and a ventricular perforation was observed. Following the implant of the valve, the valve was functioning correctly, but a pericardial effusion was observed on echocardiography. Subsequently, the patient underwent pericardiocentesis; however, cardiac arrest occurred and the patient died. Per the physician, the guidewire caused the ventricular perforation. Additional information was received indicating that the right femoral access was used. A pre-implant balloon dilation was performed using a 25 mm x 40 mm balloon, which was effective. No significant paravalvular leak was observed. Of note, the patient had anatomy at a 74 degree angle. Subsequently, the procedure was completed. After valve placement, an aortic dissection was discovered. The aortic dissection caused the patient's death.

Manufacturer narrative:
Updated: d4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.